Event description:
It was reported that the brakes disengaged during use while a patient was being transferred and that the staff had to slowly lower the patient to the floor as a result. No adverse consequence was alleged to have occurred as a result.

Manufacturer narrative:
The completed investigation identified that no injury or fall occurred.

Event description:
It was reported that a patient fell and sustained an injury but no specific injury or treatment details have been provided at this time. No defect was alleged with the product, the customer stated they believed the brake had not been engaged.